Event description:
Complainant alleged that during routine shift check by a clinician the device was unable to switch from semi manual to manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.